Event description:
The user facility reported that a component of the angio-seal device fractured. Additional information was received on 25 sep 2024: the event was during an angiogram procedure. The introducer crumbled into pieces. There was no patient injury, and no medical or surgical intervention was needed. There is no direct allegation that the device caused or contributed to patient injury or the need for medical intervention. Additional information was received on 26 sep 2024: the item is stored in their storage room. The issue was discovered while in the room with the patient; the circulator noticed it while inspecting the packaging before opening. The doctor and tech held pressure, resulting in less than 250cc blood loss. No concomitant medical products were used with the angio-seal device.

Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: patient care supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device header bag was returned for product evaluation. Only an empty header bag was returned, no other components were returned. The customer was contacted to confirm the sample return status of the device; however, it was confirmed that the device was not returned. An image was provided of the device during the reported event. The picture of the device during use was provided and displayed the guidewire, arteriotomy locator, an unopened poly-foil pouch, and hemostasis sheath. The hemostasis sheath was noted to have been fractured and in pieces. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).